Event description:
It was reported that the patient was ¿getting good coverage¿ but there was a dural tear and the patient was leaking cerebrospinal fluid (csf). It was further reported that the csf leak was ¿visually noted during the trial lead placement.¿ it was noted that the heath care professional (hcp) decided to pull the leads and did a blood patch. It was noted that the hcp was concerned about the patient having headache discomfort if he kept the leads in. It was noted that the patient did not have a headache at all. It was noted that the patient was going home on the day of the report. It was noted that they planned to retrial the patient at a later date, but it was unknown when this would occur. It was noted that the patient had great stimulation coverage during the operation before the leads were pulled. It was further reported that the event occurred during a trial placement. The cause of the dural tear was unknown. It was noted that the patient outcome was unknown. It was further reported that the cause of the event was due to a dural puncture. No abnormal impedances were measured. No surgical intervention had occurred. It was noted that the lumbar spinal cord stimulator trial was removed and a therapeutic lumbar epidural blood patch was performed. It was noted that the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).